Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, computed tomography (CT) and fluor oscopy were performed to evaluate the patient's calcification at the access site. It was decided to use the patient's left side and a 14 french(fr) non-medtronic introducer sheath was inserted without resistance. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic balloon and the expansion of the leaflets were confirmed. It was observed that the calcification on the non-coronary cusp (ncc) was unevenly distributed. While advancing the delivery catheter system (dcs), the dcs became stuck in the calcified region of the distal region of the left common iliac artery (cia) and was unable to advance. The dcs was retrieved and a balloon angioplasty was performed with a 8 mm non-medtronic balloon. The dcs was attempted again but could not be advanced in the calcified region again. The non-medtronic guidewire was changed to another non-medtronic guidewire and passed through the calcified region of the left cia with resistance observed due to the tortuosity of the cia. The valve was positioned at an implant depth of 1 mm on the ncc and 6 mm on the left coronary cusp (lcc). Aortography and echocardiogram showed no issues with the implant depth or coronary return. The valve was implanted. A localized dissection in the left cia was confirmed and a 8 x 40mm non-medtronic stent was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that per the physician, the contributing factors of the dissection was due to calcification and tortuosity of the left common iliac artery (cia). The delivery catheter system (dcs) also contributed to the dissection. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.